Event description:
It was reported that the device would not operate on battery power and all the svc icons were displayed.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the analog pcb assembly and then observed proper device operation through functional and performance testing. Physio-control further evaluated the replaced assembly and determined that root cause was a cracked capacitor, designator c177. The customer rec'd a replacement device.